Event description:
During a low anterior resection procedure, the stapler had completely cut the tissue but the staples only formed on the posterior aspect of the colon. The surgeon then attempted to mobilize further distally in order to reconnect, but the rectum was so scarred down that during his efforts he ran into further complications that also attributed to the 12 hr of extended o.r. Time. There were complications that occurred after the instrument misfired that were not product related. The pt is at home and doing fine. The pt is expected to make a fully recovery, but is left with a permanent colostomy.